Manufacturer narrative:
Mean age = 74 ± 8.0 years. Median gender = male (146 male and 29 female) journal article title: comparison of flow impairment during carotid artery stenting using two types of eccentric filter embolic protection devices kouhei nii, masanori tsutsumi, hitoshi maeda, hiroshi aikawa, ritsuro inoue, ayumu eto, kimiya sakamoto, takafumi mitsutake, hayatsura hanada, and kiyoshi kazekawa neurol med chir (tokyo) 56, 759¿765, 2016.

Event description:
A study was carried out to investigate the angiographic findings and the clinical outcomes after carotid artery stenting(cas) using 2 different eccentric filter embolic protection devices(epds). One hundred seventy five cas procedures were performed using a self-expandable closed-cell stent and a simple eccentric filter epd. The spider fx was used in 89 cases. The angiographic findings at the level of epds, neurologic events, and post-operative imaging results were compared between the non medtronic device and the spider fx groups. The cas was angiographically successful in all 175 procedures. However, the angiographs were obtained immediately after cas-detected flow impairment in the distal internal carotid artery (ica) in 11(6.3%) patients. Neurologic events occurred after 9 of the 175 procedures (5.1%). Five patients (2.9%) experienced transient ischemic attacks(tia), 3 (1.7%) had a minor stroke, 1 (0.6%) had a major stroke and none developed cardiovascular events. There was no significant association between the neurologic events and the type of epd used. The diffusion-weighted magnetic resonance imaging(dw-MRI) detected new microembolic lesions after 61 of 175 (34.9%) cas procedures; 52 patients (29.7%) were asymptomatic. New emboli were seen in 36 of 89 (40.4%) cases in the spider group.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.